Event description:
The patient came in for an ICD implantation and as the md was trying to insert the right ventricular (rv) lead, he had difficulty getting it through the sheath and getting it in position. The proper size sheath was used. The md then attempted to remove the rv lead with a lot of difficulty and ended up breaking the tip of the rv lead. The rv lead tip was left in the left subclavian area but the remainder of the lead and sheath were able to be removed. The md consulted interventional radiology but decided eventually not to proceed with extraction due to possible complications. The patient tolerated the procedure and was discharged home the next day.====================== health professional's impression======================md states there is no long term complication from leaving in the fragment of lead.